Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-602 ; s8785, triathlon prim tib baseplate - cemented; 5520-b-600 ; ea6ht. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
On 2017: insert was replaced because of e. Coli infection. Succesful replacement. Patient discharged on (B)(6) 2017.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was confirmed through medical records. Device evaluation and results: not performed as product was not returned a review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms late infection of a primary tka with e. Coli occurred. The root cause cannot be determined. All devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot and sterile lot. A review of the provided medical records and x-rays by a clinical consultant indicated: review of these records confirms late infection of a primary tka with e. Coli occurred however the root cause cannot be determined. A memo provided by a principal microbiologist concluded: due to the nature of the organism isolated - susceptible to various modes of sterilization - and the sterilization methodology employed by stryker, it is not possible that e. Coli could have originated from the implants. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2017: insert was replaced because of e. Coli infection. Successful replacement. Patient discharged on (B)(6) 2017.